Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Crusted battery acid on battery compartment cover was observed. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report hearing a loud pop while pumping with the purely yours ultra breast pump using batteries. Customer noted black fluid leaking from the battery compartment. She opened the battery compartment stating the batteries appeared intact but found black fluid inside the compartment. Customer reports no injury, burn or property damage during this event.